Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 15-nov-2017. The most recent information was received on 14-sep-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("had a baby while implanted with essure") and haemorrhage in pregnancy ("pregnant with slight hemorrhage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "had a baby while implanted with essure". Concomitant products included ibuprofen, metronidazole and prenatal vitamins. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("cramps"), rash ("rash"), smear cervix abnormal ("abnormal pap smear"), thyroid disorder ("thyroid"), haematuria ("blood in urine"), alopecia ("hair loss"), depression ("depression") and bacterial infection ("constant bactrial infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, haemorrhage in pregnancy, abdominal pain lower, rash, smear cervix abnormal, thyroid disorder, haematuria, alopecia, depression and bacterial infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain lower, alopecia, bacterial infection, depression, haematuria, haemorrhage in pregnancy, pelvic pain, pregnancy with contraceptive device, rash, smear cervix abnormal and thyroid disorder with essure. The reporter commented: consumer selected event outcome as life-threatening, hospitalization, disability and important medical event, however she did not specify for each event. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive ultrasound scan - on an unknown date: pregnancy confirmed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073112) on 15-nov-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("had a baby while implanted with essure") and haemorrhage in pregnancy ("pregnant with slight hemorrhage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "had a baby while implanted with essure". Concomitant products included ibuprofen, metronidazole and prenatal vitamins. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant, life threatening and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abdominal pain lower ("cramps"), rash ("rash"), smear cervix abnormal ("abnormal pap smear"), thyroid disorder ("thyroid"), haematuria ("blood in urine"), alopecia ("hair loss"), depression ("depression") and bacterial infection ("constant bacterial infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, haemorrhage in pregnancy, abdominal pain lower, rash, smear cervix abnormal, thyroid disorder, haematuria, alopecia, depression and bacterial infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain lower, alopecia, bacterial infection, depression, haematuria, haemorrhage in pregnancy, pelvic pain, pregnancy with contraceptive device, rash, smear cervix abnormal and thyroid disorder with essure. The reporter commented: consumer selected event outcome as life-threatening, hospitalization, disability and important medical event, however she did not specify for each event. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Ultrasound scan - on an unknown date: pregnancy confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.